Event description:
It was reported that the patient experienced a shocking or jolting sensation in the left leg. The implantable neurostimulator (ins) and lead were in the left sacrum. It was also reported that the patient experienced a burning sensation at the ins site starting six months ago. The patient could previously "rub out" the burning, which was felt every few days and was not positionally related. The ins was turned down to 0.0 volts (but not turned off) for three days and the patient did not feel the burning sensation but experienced shocking in the leg. The patient had a fall, but was unsure whether it was before or after the symptoms started. Impedances were measured and were within normal limits. The patient was reprogrammed and sent home with the ins turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).